Event description:
Reporter indicated that the pt's family member believes that the pt has experienced more seizures with the vns therapy. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.